Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 74 years old patient with a 29mm perimount valve implanted in the mitral position underwent a valve in valve procedure after an unknown implant duration due to calcification. A 29mm transcatheter valve was implanted within the surgical valve. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: initially, it was reported that this 74 years old patient with a 29mm perimount valve implanted in the mitral position underwent a valve in valve procedure after an unknown implant duration due to calcification. However, through investigation it was learned that this patient underwent a valve in valve procedure after an implant duration of approximately 10 years and 1 month due to degeneration leading to severe stenosis. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this 74 years old patient with a 29mm perimount valve implanted in the mitral position underwent a valve in valve procedure after an after an implant duration of approximately 10 years and 1 month due to degeneration leading to severe stenosis. As reported, patient had nyha class iii, heart failure and presented with severe shortness of breath, hypoxemia, deterioration of effort tolerance and pulmonary oedema. A 29mm transcatheter valve was successfully implanted within the surgical valve. The patient was noted as to be discharged home.